Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Type of study: observational. The events occurred during a non-baxter study initiated by a physician in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a severe infection and subsequently passed away coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the severe infection was not reported. It was not reported if the patient was hospitalized. The cause of death was reported as due to the severe infection. It was not reported if an autopsy was performed. Additional information was requested, but is not available.